Event description:
Information received from the patient reported that they were experiencing a loss of stimulation. The patient stated that when initially setting the programs after implant, group a produced stimulation in their abdomen. After further adjustments, it was able to target their legs, particularly their left leg which is where it was attended. The patient stated that recently their stimulation had been turning off, but they were able to turn it back on with their programmer and feel stimulation in their legs. It was reported that eventually, the stimulation stopped and they were unable to turn it back on or feel it in their legs. The patient stated that they thought group b would target the legs. The patient checked their device with the programmer and it showed that stimulation was off. Troubleshooting steps were performed but didn¿t resolve the issue. The patient turned stimulation on and increased it, but decreased it again since it was uncomfortable and in the abdomen. It was noted that the patient only had one program with amplitude/rate and only one group. During the call, the patient turned the implantable neurostimulator (ins) off and on again. It was noted that the issue started two days prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to address programming and the stimulation issue. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.